Event description:
Sorin group received a report that, during priming, the user noticed some debris in the cardioplegia circuit. Once the debris was noticed the entire circuit was changed out. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group received a report that, during priming, the user noticed some debris in the cardioplegia circuit. Once the debris was noticed the entire circuit was changed out. There was no pt involvement. A small segment of one line from the custom perfusion pack was returned to sorin group for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.